Event description:
Pt revised for infection, found loose cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation by bioengineering, it was reported that: root cause: unjustified. The complaint description states that the patient was revised for infection. Little additional information can be gained from the x-ray provided to its quality. The implant has been received and partially reviewed prior to the recall of asr. This review cannot be completed due to the legal notices post recall. Part has been quarantined with other asr parts. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.